Event description:
As nurse was removing a 20 gauge bd insyte intravenous catheter, nurse noticed 1/4 inch stub of catheter remained attached to bd insyte while an inch of the catheter remained in pt's arm. An echocardiogram and ultrasound of the arm were immediately ordered. The ultrasound revealed 1 inch or 2.45 cm linear peripherally echogenic density within the left cephalic vein, indicating a foreign body, a plastic sheath of the needle. Pt was taken to surgery for unsuccessful removal of the catheter. Surgeon was unable to locate the catheter, even by ultrasound and fluoroscopy. Pt was then taken to international radiology for unsuccessful removal of the catheter. The catheter could not be visualized under fluoroscopy or by CT scan. Pt was ultimately, discharged home on coumadin.